Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged one-day post-implantation. It was noted that x-ray imaging indicated that the lead was in the right ventricular outflow tract and the helix was extended. The helix was retracted, and the lead was repositioned with great result. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.